Manufacturer narrative:
One level 1 hotline fluid warmer was received with the float switch stained red, the enclosure was cracked at the drain fitting causing a leak, both covers were cracked, the line cord was worn and the aux outlet was corroded. The water tank was filled, a temperature check was attached, the line cord was plugged and the device was turned on. The reported issue was able to duplicated. The issue was caused by a cracked enclosure by the drain fitting. The enclosure was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline fluid warmer was leaking at the site where the tubing is plugged in. The issue was discovered during setup. There was no alarm and no patient involvement.